Event description:
The facility reported that an intermate had the tubing break away from the luer during filling. The plastic on the flow restrictor near the delivery tubing appeared to be cracked. The device was being filled with a 60-ml solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition as a damaged and cracked distal luer. Based on the evaluation, broken tubing near the base of the luer stem is due to excessive pulling force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress.